Event description:
Report received from an abbott international affiliate of an electric shock from the docking station. The customer reported that the docking station was wet due to an IV fluid spill that penetrated into the unit. The nurse received an electric shock. The customer reported that this is the second incident in which nurses have received an electric shock from the docking station. The customer had no further information regarding the previous incident. The customer reported that there were no reports of adverse sequelae due to either of the two events. Though requested, no additional information was provided.